Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated the ins was charging (ins battery 90%), but the stimulation didn't seem to be at the right setting as their legs was burning more than usual. Pt said they noticed that this week. Pt unlocked controller during the call and reported they were on group a. Pt mentioned "(B)(6)" had pt on c before. Pt changed to group c to try and also said the screen showed "stimulation is off". Pss reviewed how to turn stim on using top white button and pt turned stim on. Pss reviewed how to increase stim if needed and pt increase program 1 from 3.5-4. Pt was going to try increasing stim on their own and follow up with doctor should they not find a setting that worked for them. Redirected caller: patient's hcp.

Event description:
Patient (pt) called back and re-reported previously documented events from this case. Pt noted they recharged the implanted neurostimulator (ins) battery to 100% and were still getting warmth in their thigh and they wanted to know how to adjust their intensities. Pt unlocked their controller, but the controller went blank. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt unlocked their controller and saw group b and their stimulation was off. Pss helped the pt turn their stimulation on and informed them how to properly adjust the intensity settings. Pss reviewed role of rep and provided the pt with the nas number for their hcp office. Pss re-directed pt to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported their butt, thigh, and calf were burning like stim wasn't strong enough. Pt said they'd noticed that for about a week, but today was worse than had been. Later in the call pt checked controller and discovered home screen said "stimulation is off". Pt didn't know how to turn stim back on - patient services (pss) reviewed usage of top white button and pt was able to successfully turn stim back on. Pt mentioned that had happened before as well and pt said "every once in a while". Pss reviewed possibility of stim turning off when ins battery got too low before charging and reviewed to monitor stimulation. Pss reviewed how to check intensity levels and adjust stim on controller if needed.